Manufacturer narrative:
Device evaluation summary: the pump investigation included priming the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump primed and flowed per specification. (B)(4).

Manufacturer narrative:
Once the investigation is complete, a supplemental MDR will be filed. Internal complaint number: (B)(4).

Event description:
It was reported that the patient developed viral meningitis. The pump was explanted on (B)(6) 2015 but the catheter was left inside the patient. The physician determined that the infection was unrelated to the pump and catheter.